Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that six weeks prior to (B)(6) 2017, the device started to "shoot" them in the left hip. It was indicated that the manufacturer representative (rep) came to the hospital and turned the amplitude down to 0.0v, but was not able to turn the implantable neurostimulator (ins) off. The patient stated that the programmer would not connect to the ins. During the call, it was confirmed that the ins was on. The patient was going to get the device checked, but needed to find a healthcare provider. There were no further complications reported as a result of this event. The indications for use were fecal incontinence and gastrointestinal/pelvic floor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) and a manufacturer representative (rep). It was reported that the patient had a shooting pain in their hip that occurred in (B)(6). They went to the hospital and was treated for the pain, noting that a rep was called to turn the battery off. They device remained off until they met with a rep in the office to turn it back on (B)(6) 2017. It was reported that they had a fall in (B)(6), which occurred after the incident with the hip pain. The device was off at the time of the fall. The rep performed an impedance check, which was within normal range. They turned the device on without any pain occurring for the patient. They felt stimulation vaginally, which was where they felt it previously. The healthcare professional (hcp) was going to order pelvic x-rays to determine lead placement. The issue was noted to be resolved at the time of the report.